Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received information received 31july2019: the stick was a high stick. There was difficulty inserting the 6fr sheath that was used for the procedure. The patient on was heparin. The patient had tortuous anatomy.

Manufacturer narrative:
Expiration date - unknown due to unknown product code/ lot number. UDI -unknown due to unknown product code/ lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown product code/ lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a angio-seal device was deployed into the common femoral artery following a heart catheterization. Approximately 1 hour later the patient began to complain of pain in the abdomen. The patient had a CT and was found to have a retroperitoneal bleed. Surgery was done to treat the bleed and the patient is in good condition. The patient is in stable condition. The procedure outcome was successful. Additional information was received on (B)(6) 2019: the procedure sheath size used was a 6fr. The sheath was very difficult to insert and dilator was bent in several places. An angiogram was performed but no pictures were saved. There was no issues with insertion, deployment, or withdrawal of the device. The surgeon reported that the stick was too high. The surgeon stated he was not able to determine if it was a device failure.